Manufacturer narrative:
It was initially reported that the fiber tip was detached from the device. Upon receipt at our quality assurance laboratory, the fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a distal circumferential fracture at the glass cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited moderate detritus adhesion on its surface, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including independent glass cap rotation due to glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria. B3 event date: date was not provided; therefore, the aware date was used.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip fell off due to heat. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that the during photoselective vaporization of the prostate (pvp) the fiber tip fell off due to heat. The procedure was completed using another fiber. No patient complications were reported.

Manufacturer narrative:
Event date was not provided; therefore, the aware date was used as an approximation.